Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 23-january-2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found the pickup arm was jammed on the incubator. The customer adjusted the pick up arm. All errors cleared and the aia-900 instrument is operational. No further action is required by field service. The most probable cause for error 2163 c.transfer cup not released and 2236 bf probe 2 suction failure was the claws on the pickup arm was sticking.

Event description:
On (B)(6) 2017, a customer reported error 2163 c. Transfer cup not released and 2236 bf probe 2 suction failure on the aia-900 instrument. The customer stated that the probe had a missing tip. The customer is unable to run patient samples on estradiol (e2) and follicle stimulation hormone (fsh). On (B)(4) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for e2 and fsh. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.